Event description:
The customer reported to beckman coulter that the unicel dxc 800 synchron system cartridge chemistry reagent probe b is leaking. The leak was contained to the instrument. No erroneous results were generated. There are no reports of any adverse events. There were no reports of any injuries or exposures to any laboratory personnel. A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
A beckman coulter field service engineer (fse) visited the site and evaluated the system. The engineer identified the cause of the event as insufficient vacuum. The engineer removed and replaced the main vacuum pump. The issue was resolved. The repair was verified according to established procedures. The instrument conformed to the manufacturer's published performance specifications. (B)(4).